Manufacturer narrative:
The unit was received with a broken off and missing end cap. The unit had a cracked keypad overlay and a minor scratched lcd window and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the case was broken. The customer's blood glucose level was unknown. No further details were provided.